Event description:
Pt noted to have increase in pain after dilaudid pca started. Machine checked with charge nurse and noted to be in accordance with physician orders. Pump blacked out - no alarm noting pca shut off. New pump ordered and reprogrammed. When malfunctioning pca turned back on, no settings were retained. Pump removed from svc. Pump will be returned to MFR for repair and returned to facility.